Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative (rep) reported that the patient feels an occasional buzzing sensation in their left arm, and fell on their implant during a walk as of an unknown date. Impedance tests were taken multiple times with varying numbers. However, the impedance values given during the tests were all within range. The battery was replaced on date notified as a result. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the ins 37602 activa sc neurostimulator s/n (B)(4) found insignificant anomalies, with the ins functional.